Event description:
During baxter's evaluation of a spectrum pump the device was found to be missing the direction of flow labels. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the missing direction of flow labels which was confirmed through observation. The device was retired from service due to tampering.